Event description:
Consumer reported no audio output alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Consumer reported no audio output. The consumer did not report any medical intervention or injuries.